Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) artery with moderate tortuosity and moderate calcification. The vessel was well predilated with a trek 2.5x20. A 3.5x18mm device was used but could not cross to the lesion site due to the anatomy and the hypotube separated. A xience xpedition 3.5x18 was used with no difficulty. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.